Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom on (B)(6) 2015 to report permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.